Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure a dissection occurred. The 90% stenosed target lesion was located in the left anterior descending (lad) artery. The reference vessel diameter was 3.5mm and the lesion length was 20mm. A 3.50x24mm liberte stent was implanted. There was an additional procedure performed in the target lesion; a non-bsc stent was implanted to treat a dissection. Residual stenosis was 0%. The procedure was a technical success. No discharge information was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.